Manufacturer narrative:
Correction b5: additional information received reports that the patient stopped charging their ipg.

Event description:
Additional information received reports that the patient stopped charging their ipg.

Event description:
It was reported the patient¿s ipg lost communication with external devices. In turn, the ipg deemed inoperable.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 in which the ipg was explanted and replaced.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.